Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed no physical damage. Customer's reported issue was duplicated. Failed speaker test at the highest level, it sounds loud and vibrating. The root cause of the reported issue was found to be a nut that was found under speaker. Actions taken to mitigate the reported issue: removed nut and reassembled speaker. Performed speaker test and all functional test which device passed. UDI information is unknown.

Event description:
It was reported that failed speaker test event occurred. No patient injury reported.